Event description:
User received a high result for one hcg pt sample. The sample initially reported 9.97 miu/ml and repeated as >0.500 miu/ml. The high result was not reported. The field service rep could not determine a cause. Performance tests were performed and within specification.